Manufacturer narrative:
Product event summary: the full lead was returned. The analysis performed revealed that the distal conductor of the lead was extri nsically over-rotated and the visual summary analysis of the lead indicated damage at implant.

Event description:
It was reported that during the implant attempt of the lead the operator was unable to retract the helix after the second approach to fix the lead. The lead was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).